Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to an alert. The device was initially unable to be interrogated with two programmers. The device was found to be at end of service and a full electrical reset was noted to have occurred. Wireless telemetry was indicated to be no longer available. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis determined that the no-output/no-telemetry condition was due a severely depleted battery. However, the device the device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. Battery analysis found a lithium (li) plating breach along the top edge of the anode separator, adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched cathode material within the cathode tab slot. Based on this analysis, battery depletion was the result of an internal short from the li-plating breaching the anode separator and subsequently contacting the cathode tab adjacent to the anode separator breach.